Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. Customer reported they were able to clear the alarm. Customer reported the insulin pump did require rewind. Customer was able to complete rewind. The customer stated that the alarm happened after replace a new battery. The device will not be returned for analysis.